Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. Customer also indicated that a failed battery alarm was received but that it could be cleared. Customer's blood glucose was 74 mg/dl at the time of incident. Troubleshooting advised customer to monitor the pump and to call back if any further issues.